Event description:
It was reported that the device was used during a laparoscopic hysterectomy procedure. The white tissue pad fell off and into the patient. The pad was retrieved. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.